Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving a replacement adc freestyle libre 2 sensor due to the sensor detaching after 12 days of wear. On (B)(6) 2021, as a result, the customer experienced dizziness, shaking, and feeling cold, and was not able to treat themselves. Hcp contact was made and provided the customer glucose and an unknown serum for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.